Event description:
The complainant reported that the clinicians were performing a sclerotherapy procedure on a patient (age, gender and weight unknown), but during the procedure the needle did not slide out and could not be withdrawn. There was no indication from the complainant of any adverse affect on the patient as a result of the reported malfunction.

Manufacturer narrative:
Only the device pouch was returned for evaluation. The actual device used during this event was not returned for evaluation. The device history records for this lot were reviewed; no anomalies were noted. At this time, we are unable to determine the relationship between the device and the cause for this event.